Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted. It was reported to medical records on (B)(6) 2012 that there is no capture with this lead. Sensing is acceptable and no pacing is needed. This was reported by dr. (B)(6) at (B)(6) in (B)(6) oh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).